Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure on (B)(6) 1999 in order to treat stress urinary incontinence and cystocele and rectocele repair and revision of first sling and mesh was implanted. No additional information was provided.

Manufacturer narrative:
(B)(4). T was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems. It was reported that the patient underwent prior anti incontinence procedures at (B)(6) including cystourethroscopy on dates (B)(6) 2010, (B)(6) 2009, (B)(6) 2007, (B)(6) 2005, with prior injection of coaptite, removal of mesh with repair of cystocele/rectocele and s/p bladder nerve stimulator insertion in (B)(6) 2009 and removal in (B)(6) 2010 and excision of vaginal mesh on (B)(6) 2009. The patient underwent excision of vaginal ulcer and excision of mesh on (B)(6) 2006. It was reported that the patient had suprapubic catheter placed on (B)(6) 2002 and resection of retroperitoneal mass on (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.